Manufacturer narrative:
03/04/1998: h6- primary finding of device analysis revealed no anomaly found, normal device function. Device was subjected to extended testing with normal device function.

Event description:
Physician was having difficulty determining whether the pump rotor was functioning properly upon fluoroscopic examination, both while the pump was implanted, and after temporary removal. The physician decided to explant the pump, and the pt has had a new device implanted.